Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an issue with device. There is no information that the event caused a harm or serious injury to patient, user or third. According to the new available information the issue occurred during the medical procedure thus the dq needs to be adapted. It was reported that there was a problem after insertion in the patient that the monitor went black and no image was visible. The duration of the bronchoscopy was extended because a second bronchoscope had to be provided. The patient was not harmed. The surgery was prolonged for less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
Please see section b5 for additional information that changed the reportability of this event from malfunction to not reportable. The event is filed under internal karl storz complaint ID: (B)(4).